Manufacturer narrative:
(B)(4). The customer advised physio-control that they have no current plans to repair their device.  The device has been removed from service and has not  been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. The customer also indicated that the device was giving an "abnormal energy delivered" message when testing defibrillation energy delivery. There was no report of any patient use associated with the reported issue.